Manufacturer narrative:
Till today, the medical product has not been made available for analysis and could therefore not be analyzed itself. The analysis is therefore based on the review of the production documents of the product complained about, as well as a study of the supplied data. The analysis of the supplied trend data, recorded between (B)(6) 2020 and (B)(6) 2020, provided no information regarding the determination of the cause of the observed interference signals. The analysis of the supplied intracardiac electrograms showed interference signals in the far-field channel. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. Despite the available information, no conclusion can be drawn regarding the cause of the clinical observation. An analysis of the lead itself would be required to determine the cause. If additional relevant information or the device itself should be available, please send these also to us. The incident will then be updated accordingly.

Event description:
It was reported that approx. 4 months after implantation this lead was deactivated due to oversensing with inappropriate shock delivery. The interference signal could be provoked by manipulation of the header. There was a suspicion of lead damage. During the revision surgery it was decided to connect the old pacemaker lead (st. Jude medical). The defibrillator function was deactivated because the patient did not need it.